Manufacturer narrative:
(B)(6). All pertinent information available to the manufacturer has been submitted.

Event description:
It was reported a customer experienced problems with an ar40e intraocular lens (iol). It was noted that the lens was defective with haptic folded. The iol was displaced and was explanted. There was no delay in the procedure. Furthermore, the device is not available for investigation. Patient pre-operatory details and patient outcome was also not available.